Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: mentor memorygel breast implant 405cc, catalog # 3504501bc, serial # (B)(4), lot # 5966246. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent a breast augmentation revision with a mentor memorygel breast implant 450cc and experienced baker grade iii capsular contraction on the left side post-operational. The capsular contraction was diagnosed by the physician upon evaluation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information: on 8/6/2019, mentor became aware of the correct catalog number, lot number, serial number, manufacturing date, expiration date and implant date. Concomitant products: mentor memorygel breast implant 425cc, catalog # 3504254bc, serial # (B)(4), lot # 7345123 manufacturer¿s reference number: (B)(4).